Event description:
Tampon broke off, cut in half, and got stuck inside for a week and a half [foreign body in reproductive tract]. I thought I had a yeast infection- vagina [vulvovaginal mycotic infection]; discharge vagina [vaginal discharge]; odor (from discharge) vagina [vaginal odour]; burning sensation in the vaginal canal towards the labia [vulvovaginal burning sensation]; (discharge), more than normal [condition aggravated]. Tampon broke off cut in half [device breakage]. Tampon broke off and got stuck inside for a week and a half [incorrect product administration duration]. Case narrative: consumer reported via phone that the tampon broke off and got stuck inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.